Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/71 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: high impedance low energy pacing leads: long-term results with a very small surface area steroid-eluting lead compared to three conventional electrodes. Pacing and clinical electrophysiology. 1999. 22; 326-334. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding pacing leads. The article reports right atrial (ra) and right ventricular (rv) leads which dislodged and were repositioned. There was an increase in threshold to high values on an rv lead which resulted in failure to capture and the patient experienced fatigue. The lead was repositioned and reprogrammed. The status/ disposition of the leads is unknown. No further patient complications have been reported as a result of this event.